Event description:
On april 9, 2008, the lay user/pt contacted lifescan alleging the one touch ultra meter did not turn on. Medical affairs specialist was not able to reach the pt to ask follow up questions. The pt stated the issue started on four days earlier between 6:30 and 7 am. Sometime after the issue began, the pt alleged she had symptoms of sweatiness and feeling cold. The pt did not seek any medical attention and did not take any action regarding treatment due to the product issue. It would be helpful to know when the pt started feeling symptoms, what medications the pt takes, whether the pt adjusts her medications based on meter readings, whether the pt had changed her diet prior to experiencing symptoms, what the pt could have done differently had she been able to test on her meter, and whether the pt was tested on any other meter. The customer service rep determined during the troubleshooting telephone call, the pt replaced the battery per the owner's manual, the batteries were correctly installed and the battery contacts were in good condition. The meter does not turn on by pressing the power button or inserting a test strip. This complaint is being reported because the pt alleged she had symptoms that can be associated with severe hypoglycemia sometime after the meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.